Manufacturer narrative:
Final analysis found the pulse generator in backup mode. The device's ID bits were flipped, and product code was intact. After downloading the code and programming the device to nominal settings, it functioned normally.

Event description:
It was reported that the pulse generator exhibited backup operation.